Event description:
It was reported that the patient called with questions about the device alerting every morning at 8am. Follow-up was attempted but additional information could not be obtained. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4968-60 lead, (B)(6) 2014; 5071-53 lead, (B)(6) 2014; (B)(6) 2014. (B)(4).